Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. Reportedly, the customer continued using the pump for therapy. Additionally, the customer reported that the basal iq feature was suspending insulin when blood glucose was not low. Blood glucose level was approximately 100 mg/dl.